Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6): product type recharger h3: analysis of the wireless recharger (s/n: (B)(6)) revealed that no anomalies were visually observed. The device was found to be unresponsive and the patient's complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller indicated that the battery lights on the patient's recharger were flashing in series repeatedly when the recharger was on the dock. The caller indicated that prior to calling they attempted to reset the recharger twice, first attempt by holding power button for 15 seconds and then the second by holding the power button for 30 seconds and that did not resolve the issue. During the call the caller attempted to reset the recharger while the recharger was off the dock by pressing and holdingthe power button for 30 seconds. The caller indicated that the recharger lights were not on and the recharger did not respond when the power button was pressed. The caller attempted to reset the recharger while the recharger was on the dock by pressing and holding the power button for 30 seconds. The reset did not resolve the issue and the battery lights continued to flash. The issue was not resolved through troubleshooting. Technical services sent a request to replace the recharger. Additional information was received from a manufacturer representative (rep). The rep reported that the patient sent back recharging dock with wireless recharger with no info.